Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 a patient experienced low audio. There was no report any injury or medical intervention at the time of contact with dexcom technical support.